Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part #110010269 / g7 osseoti multihole / lot # 6952469. Part # unknown/ unknown stem / lot # unknown. Part #ep-200156/ act artic e1 hip brg/ lot # 376350. Part# 110024466/ g7 dual mobility liner 50mm h/ lot# 392790. Part# 00625006550/ bone scr 6.5x50 self-tap/ lot# j6801146. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03097, 0001825034-2021-03099.

Event description:
It was reported that patient underwent a hip revision 6 months post implantation due to cup not obtaining biological fixation. Metallosis was noted. Attempts have been made and additional information on the reported event is unavailable at this time.